Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device involved in the event to the manufacturer for device evaluation. When and if the device involved in the incident becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product leaked at the bottom of the heat exchanger during use. According to the reporter, the infusion was stopped and as a result, the patient became hypotensive and required additional treatment. No permanent adverse effects were reported.